Event description:
International affiliate reports that the 15fr blake drain was placed in the pt post abdominoplasty. The device was attached to a low suction survac reservoir. Pt developed a hematoma and had to be returned to the theatre for drainage. It was reported that the drain collapsed/flattened after being attached to the suction.